Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pulmonary vein isolation procedure, a versacross connect for faradrive was selected for use. The versacross connect was advanced to the atrial septum. The septum was visualized on intracardiac echocardiography (ice). Tenting of the septum was observed, and the left atrial appendage was in view. The transseptal puncture was performed and the wire was advanced. Upon advancing, it was noted that the wire was going into the aorta from the left atrium. Protamine was given and the wire was withdrawn, no dilator was advanced. The patient was monitored for thirty minutes under ice and transesophageal echocardiogram (tee). There was no bleeding observed and no patient complications observed. However, the procedure was then aborted to be rescheduled at a later date. The device is not expected to be returned for analysis (disposed). Patient anatomy was aortic root was more posteriorly located. Tee and ice confirmed no pericardial effusion. Act not taken as not enough time elapsed, and was reversed immediately with protamine. Patient was not hospitalized, and was discharged same day.

Manufacturer narrative:
Due to additional information received, this supplemental MDR is being submitted for the updated fields: adverse event/product problem (b1), outcomes attrib to adv event (b2), describe event or problem (b5), in section b: adverse event or product problem; patient codes (f10 and h11), in sections f: user facility/importer report information and section h: device manufacturers only, which was also updated for type of reportable event (h1). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pulmonary vein isolation procedure, a versacross connect for faradrive was selected for use. The versacross connect was advanced to the atrial septum. The septum was visualized on intracardiac echocardiography (ice). Tenting of the septum was observed, and the left atrial appendage was in view. The transseptal puncture was performed and the wire was advanced. Upon advancing, it was noted that the wire was going into the aorta from the left atrium. Protamine was given and the wire was withdrawn, no dilator was advanced. The patient was monitored for thirty minutes under ice and transesophageal echocardiogram (tee). There was no bleeding observed and no patient complications observed. However, the procedure was then aborted to be rescheduled at a later date. The device is not expected to be returned for analysis (disposed). Patient anatomy was aortic root was more posteriorally located. Tee and ice confirmed no pericardial effusion. Act not taken as not enough time elapsed, and was reversed immediately with protamine. Patient was not hospitalized, and was discharged same day. It was further confirmed a perforation with wire through aorta, that was visualized on ice imaging.